Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with a manual injection/insulin pen. The customer reported a blood glucose value of 180 mg/dl. Troubleshooting was performed but the issue was not resolved. The event involved product(s) mmt-1715k. The customer was using the insulin pump system within 48 hours of the reported event. The customer reported low blood glucose. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer believes the pump was over-delivering. The customer alleges the pump was over-delivering sometimes in the morning and will experience high blood glucose. The customer was able to upload it to carelink. No further patient complications were reported. Mmt-1715k was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at (0.0872) inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed (13.5) units of normal bolus was delivered on (01/12/2024) between (03:07) and (17:49). Found evidence of moisture damage on pcba 1 and force sensor. The following were noted during visual inspection: cracked case, scratched case, overlay scratched, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing and no over delivery anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.